Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced blurring right eye brown streak. The clinical reason for explant was lens off target and had shifted. Additional information has been requested there are two medical device reports associated with this patient. This report is associated with the 1 of 2.